Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure, preventing user from removing medications for a patient. The customer added that the nurses were having to go to another area to get the required medications which caused delay in care. The required medications were pregabalin, temazepam, and paracetamol codeine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-oct-2022 to 02- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure is due to drawer board failure. A field service engineer replaced the drawer board. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed due to a faulty drawer controller board. A technical support specialist confirmed that the field service engineer replaced the drawer controller board to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure, preventing user from removing medications for a patient. The customer added that the nurses were having to go to another area to get the required medications which caused delay in care. The required medications were pregabalin, temazepam, and paracetamol codeine. There were no adverse events or injuries reported based on this event.